Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the surgical staff reported trouble articulating the jaw of the prograsp forceps instrument. Upon inspection of the instrument it was observed that the instrument had frayed cables near the distal tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed pitch cable at the distal idler. No damage was found on pulley and clevis.